Event description:
The nursing assistant had given the resident a bath in the recumbant tub using the bathing cart. The cart with the resident was moved from tub. The upper body safety belt was released to dry the resident. After drying the resident with the cart in semirecumbant position the na proceeded to put on hosiery. The resident reached over with l arm to the r and rolled off the cart which was about 24 in above the floor. Resident transferred to ER with diagnosis of fx r zygoma and maxillary and fx r scapula. Hosp 11/8 - 11/15.